Manufacturer narrative:
Unique identifier (UDI) number added to section. The air/oxygen mixer was returned for failure investigation. Upon initial inspection of the device no physical anomalies were found. The part was attached to a test ventilator for analysis. The part was tested at different prescribed oxygen percentage settings, during all of which the ventilator displayed accurate readings. The ventilator did not produce any abnormal noises at any of the settings nor was there any evidence of a leak. The device functioned properly during the evaluation and the evaluation team determined no fault with the mixer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 ventilator had an oxygen (o2) leak and it was confirmed when mixer was attached. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. The serial number of the ventilator was not provided therefore the device manufacture date is unknown. Medtronic was not authorized to evaluate/repair the device as the product is not in medtronic control. The repair will be completed at a non-medtronic location. The reported complaint could not be confirmed without the product return. Should new information become available or if the product is returned to the manufacturer for investigation the complaint will be re-evaluated.